Event description:
The customer alleged "the unit failed est with 5811 error codes service personnel ran est upon arrival and the unit passed. The unit intermittently would auto cycle and give erratic breath delivery". The nellcor puritan-bennett customer support engineer inspected the device and replaced the transducer pcb, sol 6&8, sol 7. The unit passed extended self testing. It is not verified that auto-cycling occurred on a pt, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.